Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to worn threads on the half nut. As indicated, the device has been identified as part of a product recall. See attached customer notification date 03/08/2013. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no additional info was provided.